Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicates that the tower was checked for the reported issue and the system started several times without any error. Also the uninterruptible power supply (ups) batteries were fully loaded. All the fuses in the operating room (or) were active and all power outlets are working properly. There were no errors found on the system. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the tower had to be reconnected due to the customer plugging in the system too quickly and blowing fuses. After the tower was reconnected to working power outlets and started, the operating room team interface (orti) froze. The tower was restarted via the surgeon console to resolve the issue. There was no patient involvement.